Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt was found with right leg entrapped between the lower right side rail and the mattress. There was some redness on the leg which resolved without any medical intervention. The pt was reported as doing well. This is being reported as if this type of incident were to recur, it may result in serious injury.

Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.